Event description:
It was reported the healthcare provider (hcp) initially updated pump reservoir volume <(>&<)> then updated the pump, forgetting to update the concentration change. The hcp then realized the patient¿s drug concentration was changing <(>&<)> then went back <(>&<)> programmed a bridge bolus. The hcp subsequently received a message: "pump stopped due to safety count" when the pump was interrogated again. Per the hcp, the bridge bolus was still running at that time, thus the hcp had to perform a therapy stop. The hcp had to program back to the settings the patient had when the refill began <(>&<)> update, then programmed in the new concentration that was filled in the pump. Once programming was complete, the hcp then reprogrammed a bridge bolus as well. The programming went through successfully and the pump was running the bolus as prescribed at the time of report. The pump was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8840, product type programmer, physician; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).